Event description:
It was reported, the insulin pump alarmed motor error during bolus. Customer's blood glucose was 18.7mmol/l. Customer was advised to disconnect from the device. Customer does not recall bumping, dropping, or exposing it to an x-ray. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The motor was tested outside of the device and passed. The unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.